Event description:
The product was used during a thoracoscopic lung biopsy procedure. Reportedly, the instrument was difficult to open and the cartridge was difficult to unload. The surgeon was unable to complete the procedure without any pt injury.